Event description:
It was reported that the pump stopped without alarm. The expected reservoir volume was 4.8 mls; the actual volume was 9.5 mls. No patient symptoms were reported. The pump was explanted. The pt status was reported as "fine". The pump had been used to deliver fentanyl.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.